Manufacturer narrative:
Device evaluations of monitor (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, a blue substance was found on the edges of the pcbs and oxidation was found on the j1000, j1002, and j1003 tin pins. The cause of the inability to complete testing is the contamination and oxidation. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the oxidation is tin pins on the connector. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.